Event description:
It was reported that during a thr, the weld of the r3 straight shell impactor broke while impacting the shell. As reported, the device broke outside of the patient. No patient injury. Both pieces are accounted for. No case delay. Backup was available.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the r3 straight shell impactor was conducted and confirmed the head of the device is broken. The broken piece was returned with the product. This device also has extensive wear usage. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. An assessment of historical escalated cases concluded there is a potential for breakage if the device used after the expected lifetime or excessive force is used. Also, the failure rate of this issue is within expected and documented in the risk file. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.